Manufacturer narrative:
One (1) unknown zimmer screw was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 14 (universal) and was used for approximately 2 years, and 23 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that severe bruxism, clenching, and overloading, may cause component fracture, screw loosening and device failure. DHR & complaint history review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional : loosening) or product (unknown zimmer screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event are non-verifiable.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Event date not provided. Catalog and lot number not provided. Manufacturing date is unknown.

Event description:
It was reported that the screw had loosened at the site. The screw was removed and replaced.